Event description:
Patient was being brought from ICU to or for stat procedure. Noted that battery was fully charged on iabp [intra-aortic balloon pump]. After exiting elevator on the or floor, the alarm/warning for 20 minutes battery remaining appeared. After 2-3 seconds, the 10 minutes remaining warning appeared. After another 2-3 seconds, the 5 minutes remaining warning appeared. The iabp console then shut off completely. Console was plugged in once in the or and turned back on.